Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The surgeon revised a tha patient due to dislocation. With continued pain the surgeon had a CT scan done which showed that the femoral head pulled out of the mdm outer ball. Surgeon revised the patient to a cobalt chrome head and new mdm outer ball.

Manufacturer narrative:
Catalog #; date of implant; date of explant. Additional information: date of birth; returned to manufacturer on. An event regarding dislocation involving a adm liner was reported. The event was not confirmed visual inspection: examination of the device with the material analysis engineer indicated "explantation damages were observed". Medical records received and evaluation: not performed as no medical records were provided. Review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to further investigate the event. If additional information becomes available, this investigation will be re-opened.

Event description:
The surgeon revised a tha patient due to dislocation. With continued pain the surgeon had a CT scan done which showed that the femoral head pulled out of the mdm outer ball. Surgeon revised the patient to a cobalt chrome head and new mdm outer ball.